Manufacturer narrative:
The drainage bag and patient line tubing were returned unopened. The returned lumbar catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed approximately 9.5 cm from the distal flow holes. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to hydrocephalus on (B)(6) 2015. According to the report the catheter was found to be broken intraoperatively. It was reported the doctor used a new device to complete the surgery successfully. Reportedly, there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.